Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman delivery system with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire, and tip were microscopically and visually examined. Numerous kinks were observed in the sheath. The tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed sheath tip and implant anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. Product analysis was unable to confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) positioned, and a 30mm watchman closure device and delivery system (wds) was inserted. The wds was deployed. In attempting to re-capture, difficulty was encountered, and the physician suspected the closure device was stuck between the wds and was. The device was removed and exchanged for another to complete the procedure.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) positioned, and a 30mm watchman closure device and delivery system (wds) was inserted. The wds was deployed. In attempting to re-capture, difficulty was encountered, and the physician suspected the closure device was stuck between the wds and was. The device was removed and exchanged for another to complete the procedure.